Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg. A cartridge change was performed resolving the issue.